Event description:
It was reported that a patient underwent a laparoscopic cholecystectomy procedure on (B)(6) 2023 and suture was used. When the needle is on the needle holder and the surgeon pulls on the needle holder to go in for his next suture, the needle pops off. This suture is not supposed to be a pop off suture. The procedure was successfully completed using a new like suture. There were no adverse patient consequences. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: 1. Date of incident? 4/21 (1case). 2. Name of procedure? Laparoscopic cholecystectomy. 3. Patient complications? None. 4. How was the case completed? (Second device). 5. What is the lot number of the device? Tbmlzq. 6. Is the device available to return for examination? Device not available for return. 7. Can you provide a brief description of the incident? Staff states that when the needle is on the needle holder and the surgeon pulls on the needle holder to go in for his next suture, the needle pops off. This suture is not supposed to be a pop off suture. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.